Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning was noted on right ventricular (rv) lead. A remote transmission indicated decreasing impedance and slightly variable thresholds on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported low impedance was noted. The lead was capped and replaced during a routine changeout procedure.